Manufacturer narrative:
Correction f10/h6: device codes: (remove 2991 and replace with 1233). Additional information was added to h4 and h6. H4: the lot was manufactured from october 04, 2019 - october 07, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2020. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor under infused. It was further reported that the flow restrictor was not taped to the patient's skin to keep the drug solution at the appropriate temperature to run at the nominal flow rate. The device was filled with 3840mg 5-fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.